Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device had a hole in the hose near the muffler (failed visual assessment) and it failed the muffler assessment, rotational speed assessment, the modified set screw assessment and the housing pins assessment (loctite assessment). During service/repair, it was determined that the vanes were worn out causing the device to fail the rotational speed assessment. It was determined that the issue with the holes/cut in the hose was consistent with mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerted extreme force on the hose during cleaning or use. It was further determined that the issues with the worn out vanes, the loose modified set screw and the loose housing pins were consistent with normal use over time. The assignable root causes were determined to be due to mishandling and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had holes. During in-house engineering evaluation, it was observed that the device had a hole in the hose near the muffler (failed visual assessment) and it failed the muffler assessment and rotational speed assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.